Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor, there was blood on the distal conductor, the sleevehead was pulled/stretched/overstressed, the outer insulation was cut, the outer insulation had a cosmetic depression and there was apparent explant damage. Lead was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find the explanation for ¿possible fracture¿ described in the event. Results for electrical testing, including cross-continuity testing, were all within specified parameters. A fracture was not discovered. It was observed that there was damage to the sleevehead. It appears that at some point the sleevehead was pulled away from the sense ring. This may have allowed blood ingress, and may account for the large amount of blood that was observed on the distal conductor. No other anomalies were observed regarding the lead.

Event description:
It was reported that during the system upgrade procedure, the doctor stated that the right ventricular pacing lead had a possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.